Event description:
It was reported that there was a pump problem. It was noted that there was a confirmed motor stall in the event logs with no motor stall recovery recorded. It was reported that the patient heard a pump alarm but did not know when the patient first began hearing it. It was noted they were in the process of weaning the patient down. It was reported that the pump logs showed the motor stall occurred (B)(6) 2014 at 19:19, with a tube set 48 hours after that. It was noted that the patient heard the pump alarm, ¿had sx¿ and went to the hospital (B)(6) 2014. It was reported that all emi/MRI was ruled out. It was reported that there were no other stalls/recoveries noted in the logs. It was noted that the pump was used to infuse unknown type of morphine. It was reported that the patient had increased pain that started on ¿friday¿. It was noted that the cause of the stall was not able to be determined. It was reported that there were no MRI done recently. It was noted that the patient is not getting therapy at the time of report. It was reported that the patient¿s healthcare provider (hcp) would manage the patient with oral medications and would see ¿him back in a week or two¿. It was noted that nothing had been done at the time of report. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that in 2014 the patient to the hospital due to irregular heart beeps and they found out it was the pump and the patient was going through withdrawal. Per the reporter the healthcare provider ended up turning it off and it still beeps. The reporter asked if the pump needed to be replaced. The patient was seeking a new physician.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 200, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the health care professional was no longer treating the patient or left, she was not sure. In 2014 the battery stopped in the pump, they didn't know it until patient was in the hospital thinking he was having a heart attack but he was going through withdrawal. They had called before and a lady told them there was a recall and they think that's why the health care professional didn't want to deal with the patient or replace it. The patient was working with a primary care practitioner to manage pain orally but it was not helping, it was noted that the patient wanted to try dealing without the pump and they were looking for someone to replace the pump. The pump contained morphine (unknown dose and concentration).

Manufacturer narrative:
Updated to serious injury .